Manufacturer narrative:
The part numbers were unknown when the initial report was submitted. The part numbers were provided to legal. A review of the device history records (dhrs) for lot 42fj did not reveal any discrepancies that would have contributed to this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event; a supplemental report was submitted for the screw (2184052-2014-00088-2).

Event description:
It was reported that a screw backed out post-operatively. The patient underwent an anterior cervical fusion procedure in 2008 using an "abbott trimline" plate. It is reported that the patient underwent a revision surgery as the "locking mechanism holding one of the screw failed and a screw backed out completely."

Manufacturer narrative:
The returned plate was evaluated. One of the snap-swivel rings which prevents the screws from back out was found detached from the plate and was not returned. The cause of the snap-swivel ring detaching cannot be determined since it was not returned for evaluation and there is no information available as to patient conditions (fall, non-compliance issues, etc.) Which may have contributed to this event. The plate was found to meet all dimensional specifications. A review of the manufacturing records did not identify any issues which would have contributed to this event.